Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("essure devices implanted in her right fallopian tube was no longer visible") in a 33 year-old female patient who had essure inserted (lot no. A78079) for female sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: inappropriate insertion of multiple contraceptive devices ("two essure devices in her right fallopian tube"). The patient had a medical history of urinary tract infection. Previously administered products included: macrobid [nitrofurantoin] and macrobid [nitrofurantoin]. Past adverse reactions to the above products included: headache with macrobid [nitrofurantoin] and nausea with macrobid [nitrofurantoin]. Concurrent conditions were listed as chronic interstitial cystitis since 2014 as well as obesity, post coital bleeding, urinary frequency, bladder pain, dysuria, discomfort, back pain, cramp in lower abdomen and obesity. Concomitant products included vitamin d3 (colecalciferol) from 2011 to 2013, fish oil from 2011 to 2013, calcium citrate from 2010 to 2013, loestrin (ethinylestradiol;norethisterone acetate) from 2008 to 2013, tylenol no.1 (caffeine;codeine phosphate;paracetamol) since 2008, ibuprofen since 2008, elmiron (pentosan polysulfate sodium) and hydroxyzine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced adnexa uteri pain ("feel like tubes are being pulled, can't stretch or turn torso without pain"). In (B)(6) 2013 she experienced frequent bowel movements ("painful to have bowel movements"). In (B)(6) 2013 she experienced dry skin ("rashes or skin conditions: dry skin"), rash ("rashes") and irritable bladder ("infection (bladder/ urinary tract/ vaginal)type: irritable bladder syndrome"). In (B)(6) 2013 she experienced dyspareunia ("dyspareunia") and was found to have weight increased ("weight gain/loss: weight gain"). In 2013 she experienced menstrual cramps ("dysmenorrhea (cramping)"). In (B)(6) 2014 she experienced nausea ("nausea"), migraine ("migraines/headaches"), headache ("migraines/headaches") and prolonged menses ("prolonged menses"). In (B)(6) 2014 she experienced nickel sensitivity ("nickel allergy") and urticaria generalised ("hives all over body /hives all over body twice"). In (B)(6) 2017 she experienced yeast infection ("infection (bladder/ urinary tract/ vaginal)type: yeast infections"). An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required) with abdominal pain, abdominal pain lower, pelvic pain and pelvic discomfort, partial expulsion of device ("essure coils migrated and was expelled through her cervix"), genital bleeding ("abnormal bleeding"), abnormal weight gain ("abnormal weight gain"), bladder pain ("bladder muscle hurt during urination"), chronic interstitial cystitis ("bladder or urinary problems or changes : cystitis / infection (bladder/urinary tract/vaginal) type: chronic interstitial cystitis"), mood swings ("mood swing"), back pain ("severe back pain"), vaginal bleeding ("vaginal bleeding") and menstruation abnormal ("abnormal menses"). The patient was treated with surgery. At the time of the report, the device dislocation, device expulsion, genital haemorrhage, abnormal weight gain, back pain, heavy menstrual bleeding, menstrual disorder and rash had not resolved. The outcomes for bladder pain, frequent bowel movements, dry skin, cystitis interstitial, weight increased, mood swings, nausea, migraine, headache, vaginal haemorrhage, dysmenorrhoea, dyspareunia, allergy to metals, urticaria, adnexa uteri pain, bladder irritation and fungal infection were unknown. The reporter considered abnormal weight gain, adnexa uteri pain, allergy to metals, back pain, bladder irritation, bladder pain, cystitis interstitial, device dislocation, device expulsion, dry skin, dysmenorrhoea, dyspareunia, frequent bowel movements, fungal infection, genital haemorrhage, headache, heavy menstrual bleeding, menstrual disorder, migraine, mood swings, nausea, rash, urticaria, vaginal haemorrhage and weight increased to be related to essure administration. The reporter commented: patient began experiencing additional discomfort and discovered that an essure coil had migrated and was expelled through her cervix. She removed the essure coil from her vagina and immediately called her healthcare provider. Devices implanted in her right fallopian tube was no longer visible and it was unclear whether the device has migrated. Patient still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 36.066 kg/sqm. [Computerised tomogram pelvis] on (B)(6) 2014: results: two essure devices in right fallopian tube [hysterosalpingogram] on (B)(6) 2013: results: advised essure is in place and working. Full occlusion of her fallopian tubes test also revealed she was implanted with one essure device in her left fallopian tube, but had two essure devices in her right fallopian tube; on (B)(6) 2014: results: essure devices implanted in her right fallopian tube was no longer visible and it was unclear whether the device has migrated.the previously seen right essure device that protruded into the endometrial canal is no longer present. The right sided essure device is in unchanged position. The exact location of this device is unclear, however, it may be located within the distal portion of the fallopian tube. Unchanged normal position of the left essure device. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 27-apr-2020: upon internal review, follow-up from (B)(6) 2020 should have been considered significant: reporter information were updated and removal information ws provided. This case is being submitted retrospectively following an internal review. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("essure devices implanted in her right fallopian tube was no longer visible") in a 33 year-old female patient who had essure inserted (lot no. A78079) for female sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: inappropriate insertion of multiple contraceptive devices ("two essure devices in her right fallopian tube"). The patient had a medical history of urinary tract infection. Previously administered products included: macrobid [nitrofurantoin] and macrobid [nitrofurantoin]. Past adverse reactions to the above products included: headache with macrobid [nitrofurantoin] and nausea with macrobid [nitrofurantoin]. Concurrent conditions were listed as chronic interstitial cystitis since 2014 as well as obesity, post coital bleeding, urinary frequency, bladder pain, dysuria, discomfort, back pain, cramp in lower abdomen and obesity. Concomitant products included vitamin d3 (colecalciferol) from 2011 to 2013, fish oil from 2011 to 2013, calcium citrate from 2010 to 2013, loestrin (ethinylestradiol;norethisterone acetate) from 2008 to 2013, tylenol no.1 (caffeine;codeine phosphate;paracetamol) since 2008, ibuprofen since 2008, elmiron (pentosan polysulfate sodium) and hydroxyzine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced adnexa uteri pain ("feel like tubes are being pulled, can't stretch or turn torso without pain"). In (B)(6) 2013 she experienced frequent bowel movements ("painful to have bowel movements"). In (B)(6) 2013 she experienced dry skin ("rashes or skin conditions: dry skin"), rash ("rashes") and irritable bladder ("infection (bladder/ urinary tract/ vaginal)type: irritable bladder syndrome"). In (B)(6) 2013 she experienced dyspareunia ("dyspareunia") and was found to have weight increased ("weight gain/loss: weight gain"). In 2013 she experienced menstrual cramps ("dysmenorrhea (cramping)"). In (B)(6) 2014 she experienced nausea ("nausea"), migraine ("migraines/headaches"), headache ("migraines/headaches") and prolonged menses ("prolonged menses"). In (B)(6) 2014 she experienced nickel sensitivity ("nickel allergy") and urticaria generalised ("hives all over body /hives all over body twice"). In (B)(6) 2017 she experienced yeast infection ("infection (bladder/ urinary tract/ vaginal)type: yeast infections"). An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required) with pelvic discomfort, pelvic pain, abdominal pain lower and abdominal pain, partial expulsion of device ("essure coils migrated and was expelled through her cervix"), genital bleeding ("abnormal bleeding"), abnormal weight gain ("abnormal weight gain"), bladder pain ("bladder muscle hurt during urination"), chronic interstitial cystitis ("bladder or urinary problems or changes : cystitis / infection (bladder/urinary tract/vaginal) type: chronic interstitial cystitis"), mood swings ("mood swing"), back pain ("severe back pain"), vaginal bleeding ("vaginal bleeding") and menstruation abnormal ("abnormal menses"). The patient was treated with surgery. At the time of the report, the device dislocation, device expulsion, genital haemorrhage, abnormal weight gain, back pain, heavy menstrual bleeding, menstrual disorder and rash had not resolved. The outcomes for bladder pain, frequent bowel movements, dry skin, cystitis interstitial, weight increased, mood swings, nausea, migraine, headache, vaginal haemorrhage, dysmenorrhoea, dyspareunia, allergy to metals, urticaria, adnexa uteri pain, bladder irritation and fungal infection were unknown. The reporter considered abnormal weight gain, adnexa uteri pain, allergy to metals, back pain, bladder irritation, bladder pain, cystitis interstitial, device dislocation, device expulsion, dry skin, dysmenorrhoea, dyspareunia, frequent bowel movements, fungal infection, genital haemorrhage, headache, heavy menstrual bleeding, menstrual disorder, migraine, mood swings, nausea, rash, urticaria, vaginal haemorrhage and weight increased to be related to essure administration. The reporter commented: patient began experiencing additional discomfort and discovered that an essure coil had migrated and was expelled through her cervix. She removed the essure coil from her vagina and immediately called her healthcare provider. Devices implanted in her right fallopian tube was no longer visible and it was unclear whether the device has migrated. Patient still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 36.066 kg/sqm. [Computerised tomogram pelvis] on (B)(6) 2014: results: two essure devices in right fallopian tube [hysterosalpingogram] on (B)(6) 2013: results: advised essure is in place and working. Full occlusion of her fallopian tubes test also revealed she was implanted with one essure device in her left fallopian tube, but had two essure devices in her right fallopian tube; on (B)(6) 2014: results: essure devices implanted in her right fallopian tube was no longer visible and it was unclear whether the device has migrated.the previously seen right essure device that protruded into the endometrial canal is no longer present. The right sided essure device is in unchanged position. The exact location of this device is unclear, however, it may be located within the distal portion of the fallopian tube. Unchanged normal position of the left essure device. Batch no: a78079, lot number: a78079, manufacture date: 2012-12, and expiration date: 2015-12-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-jun-2022: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.